Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they met with medtronic representative on (B)(6) 2024 for reprogramming because they was having pain in different areas. Patient stated she was given programs a, b, and c and the next morning they went to check the settings and all the programs were at 0.0v. Patient stated they spoke with mdt rep today about the issue and was told to call pats. Agent asked patient if they have adaptive stim enable and patient said yes. Agent asked patient to connect with the controller and controller show adaptive stim is not on all the programs in each group. Agent reviewed when adjusting intensity for adaptive stim, patient have to stay in the same position for up to 5mins for the intensity be recorded or remember. Patient stated they will go back and adjust the intensity and callback for assistance if necessary.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.